Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited of oversensing of atrial fibrillation that resulted in inappropriate shock. Imaging revealed that the lead had dislodged. The lead was explanted and successfully replaced. There were no patient consequences.